Manufacturer narrative:
The device was not returned for evaluation. The device history records showed no anomalies were found to indicate product failure during manufacturing process of the finished good products. No quality event and/or non-conformance was generated for fg lots reported. The complaint could not be confirmed. Nonetheless, the reported condition is consistent with previous complaints received. The most probable root cause has been identified to be related to the stopcock supplier. UDI number: (B)(4). Linked to mfg report number: 2648988-2019-00071, 2648988-2019-00072, 2648988-2019-00073, 2648988-2019-00013, 2648988-2019-00014, 2648988-2019-00015, 2648988-2019-00016, 2648988-2019-00017.

Event description:
This is 1 of 4 reports. A medwatch form with uf/ importer report # (B)(4) was received on (B)(6) 2019 with the following information: there were several events related to the external ventricular drains (evds) leaking at the junction where the evd connects to the transducer set up. The evds were then clamped in two places: proximally nearest patient and distally at the distal stopcock to prevent exposure. The patients were immediately referred to the neuro surgery provider who changed the collection device on all of the patients. The patients did not have any adverse outcomes related to the device failures. Integra evd devices used were ins9030 limitorr volume limiting evd 30 ml (lot number 2919890) and 10110 csf drainage system with pole mount system (lot number 3242571). The customer did not specify which integra device was used on which patient. Additional information was received on (B)(6) 2019 from the customer that all of the evds were cracked and leaking, requiring removal and replacement. One of the patients reported was a (B)(6) male patient with a diagnosis of intracranial hemorrhage. The date of the event occurred on (B)(6) 2019.